Manufacturer narrative:
Device not returned. Ccds staff and hcp are in discussion providing additional information concerning the decontamination process as well as faqs answering customer questions concerning mask straps. Although no malfunction of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported masks straps break. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.